Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or &;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during attraction visit, when the patient vns settings was increased, an error message was seen saying output current could not be delivered & when settings were lowered the vns was able to deliver stimulation ok. The physician concluded that due to the vns being unable to be programmed to higher settings, the patient experienced an increase in seizures. Tablet data was provided for review. After applying ohms law, it is expected that the device would not be able to deliver that programmed output current with the given lead impedance. No device malfunction is present and the generator is operating as expected. No other relevant information has been received to date.

Event description:
Implant card was received reporting generator replacement due to prophylactic reasons. The suspect device has not been received to date.